Event description:
It was reported that a week after insertion via left subclavian, the user noticed medical solution stopped being infused into the catheter. The user tried to remove the catheter. When unsuccessful, the remove the catheter. When unsuccessful, the catheter was removed surgically. There were no pt compications.